Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer declined a siemens customer service engineer site visit. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc instructed the customer to check for correct placement of the electrode o-rings, which were acceptable. The hsc also instructed the customer to check the electrodes for salt deposits. The customer replaced the chloride electrode and successfully repeated the sodium and chloride samples. The cause of the discordant sodium and chloride results is due to a chloride electrode malfunction. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant na and cl results were not reported to the physician(s). The samples were repeated on the same system. The repeated na and cl results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.